Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had noise occur in the image. Upon inspection and testing of the returned device it was noted that the image disappeared due to damage to the charged couple device unit. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to damage to the charged couple device unit (ccd). The damaged ccd also caused the image to disappear. It was also noted that the bending section rubber had a scratch and the adhesive had a chip. The video connector had a crack and the venting connector of the light guide connector was loose. The bending angle of the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of noisy image was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Event description:
Issue found during pre-use inspection.